Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor was replaced. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. When connected to a known good system the returned monitor displayed a good image with no issues. No problem was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, while navigating, the screen was flickering. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue. A manufacturer representative went on site and was unable to replicate the behavior.